Manufacturer narrative:
H2. Correction: please note, h6 codes b17 and c20 no longer apply to this report. H3. The returned lead (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was attached to a known good screening cable with the distal end of the lead in a 0.9% saline solution; normal impedance was measured on all circuits and electrode pair combinations. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-sep-2027, UDI#: (B)(4). G2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the electric resistance of the lead was found to be too high during the operation; the operation was the patient's normal implanting procedure. It was noted that the lead had not been implanted in the patient, and it was replaced with a new lead. The issue was reported as being resolved. Surgical intervention did not occur and was not planned.